Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after the nephrectomy procedure, the surgeon found out, the thing like a broken plastic fragment of balloon was found in the patient cavity. The fragments was collected and returned. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. One (1) small fragment of the balloon from a preperitoneal distention balloon instrument was sent to ponce for further evaluation of ¿component disengaged into cavity¿. As part of the visual inspection of the received small balloon fragment under magnifier was observed a deformation in the silicone surface. Functional test was precluded, since only was received a small fragment of the balloon. The reported failure condition for a broken balloon fragments was received and reviewed for evaluation. The obtained fragment was submitted for visual inspection using magnification were a deformation of the silicone balloon surface was found. The reported condition description, root cause analysis and visual inspection of the balloon fragment received divulges the device use method as the potential cause. The silicone balloon straight-line crease is consistent with excessive force applied to the balloon either during the insertion or removal of the balloon from the preperitoneal cavity or prodded with a clinical instrument during the nephrectomy surgical procedure. No additional potential causal factors were identified as a contributor to the described failure mode. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.